Manufacturer narrative:
The batch lot information has not been provided; therefore we have been unable to review the manufacturing batch records. The device was not returned for analysis; therefore no physical or visual analysis can be performed. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
Kinking catheter during crossing the arch. Second kink after crossing the arch in distal part of catheter. Kinks were notice above marker position. Physicians wanted to proceed carefully , but twisted post were visible. After 3 partial repositioning and one fully twisted post were still visible. During removal device safari wire stuck inside device. Physicians needed to cut down wire outside the patient. Eventually any implanted valves. It was reported that the procedure was not completed due to another reason.

Manufacturer narrative:
Since the original medwatch report was submitted additional information has been obtained. Lot traceability was provided and an update on the patient's condition was provided. On 6/16/2016, lot 10630920 was provided for this incident. The lot provided confirmed the wire used in this incident was a safari2 guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. On 6/22/2016, the following update was provided on patient condition: " today I received sad information about patient who was involved in this complaint. Unfortunately one day after implantation patient died due to probably bleeding in thoracic aorta. Cause of death - unknown. I did not receive more information." Review of the dfu notes the reported event as a potential adverse event associated with the tavr procedure. Based on the information provided, a combination of patient and procedural factors appear to have caused or contributed to this incident. No product returned.